Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD), the shock impedance measurements were above 125 ohms on the non-boston scientific right ventricular (rv) lead. The pacing impedance measurements were in normal range. The shock impedance measurements were in normal range with the previous device. This patient had a previously capped rv lead. Testing was performed on this capped lead and the shock impedance measurements were in normal range. The physician then decided to continue use the rate/sense portion of the non-boston scientific rv lead and use the previously capped lead for defibrillation purposes. The ICD remains implanted and in service.